Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. The customer indicated that as a result, they received third-party treatment of either juice, food, and/or sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. As per additional follow up with the customer, there was no medical event or third-party treatment that occurred. The previous initial report was filed in error; no further reports will be filed under MFR 2954323-2022-26710.

Event description:
A customer reported via webform that the adc device detached prematurely. The customer indicated that as a result, they received third-party treatment of either juice, food, and/or sugar. There was no report of death or permanent injury associated with this event.